Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.

Event description:
The customer reported that the ventilator was found in storage and was not charging. There was no patient involvement. Customer states error battery failed. Voltage of battery will not charge higher than 10 volts. Customer attempted to use a different battery, and still had the same error. The remote service engineer advised to try replacing the battery or the power management board. Further information is pending.